Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump would suddenly turn off. It would suspend insulin delivery for no reason. They have changed the battery. The issue was occurring for about 4 days. The customer had some low and high blood glucose when the device suspends. The customer does not use sensors. The customer threw up a few times and had to stay home. Additionally, the caller stated they had previously performed troubleshooting for power error detected but it was a recurring issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No suspending on its own or blank display anomalies noted. Device trace download analysis confirmed the pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.